Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter and usb cable.